Event description:
It was reported that after blood collection the needle would not retract with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, translated from japanese to english: this is a report about retraction failure. After blood collection, the needle was not retracted.

Manufacturer narrative:
H.6. Investigation: six (6) photos were received for evaluation. Upon review of the photos, there is a used bd push button blood collection needle with the IV needle retracted inside the housing barrels. In addition, bd sumter received one (1) physical sample of a bd pbbcs with the IV needle fully retracted. The device was subjected to a thorough visual inspection and it was found that there was gate stub on the hub. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue through a corrective and preventive action (CAPA#1118702). H3 other text : see h.10.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that after blood collection the needle would not retract with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about retraction failure. After blood collection, the needle was not retracted.